Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29april2019. The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the blower assembly and the air/exhalation flow sensor to address the reported problem.

Event description:
The customer reported error codes air valve liftoff failure and flow sensor mismatch in the diagnostic report. No patient or user harm was reported. Event date not specified: estimate used.